Manufacturer narrative:
Device evaluation summary: technical services plugged baton into monitor and powered on. They were unable to confirm white screen even after cycling power multiple times. They fully charged battery. No problems found. The product was evaluated for the reported malfunction and the malfunction will be tracked and trended to determine any additional actions.

Event description:
Customer reported that during procedure, while using the gvl monitor and 3-4 baton, the screen went white when patient was being intubated. This happened three times. Later the biomed could not duplicate it. There was no report of any patient or user harm.